Manufacturer narrative:
The device was returned to olympus for evaluation. The customer's complaint was confirmed. In addition to the malfunction reported in section b5 the following findings were discovered; the up/down knob could not be locked securely due to wear of forceps elevator lever, switch one had a cut, the scope cover plate had peeling, the insulation resistance between evis and the ultrasound connector did not reach the standard due to damage on cover of ultrasonic cable, the displayed ultrasound image was defective with missing elements due to damage on ultrasonic cable, the adhesive around light guide lens had wear, the nozzle was deformed, the adhesive on the bending section cover was detached, the bending angle in down direction did not meet the standard value due to wear of angle wire, the bending tube was deformed, and multiple parts of the scope had cracks and corrosion due to water leakage. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had a distorted image when connected to the processor. The issue was found during reprocessing. There was no patient involved. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the acoustic lens was peeled. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed acoustic lens peeling (exposed adhesive later) issue could not be determined, however, the issue was likely the result of repetitive use stress and or user handling/mishandling. The event may be prevented by following the instructions for use which states: instructions - ultrasonic gastrovideoscope - olympus gf type ue160-al5. Important information ¿ please read before use. Warnings and cautions [caution]. Do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. Olympus will continue to monitor field performance for this device.